Manufacturer narrative:
(B)(4). Concomitant medical products: 16-104148, ringloc shell, 248490 ; ep-108222, ringloc liner, 269540; 103532, self tapping bone screw, 796180; 103532, self tapping bone screw, 635030; 103531, self tapping bone screw, 921530; 51-109070, taperloc femoral stem, 3129447; 650-1056, biolox ceramic head, 875010; 650-1064, biolox taper adapter neck, 875010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:001825034 - 2018 - 07922 ; 0001825034 - 2018 - 07929; 0001825034 - 2018 - 07940; 0001825034 - 2018 - 07948; 0001825034 - 2018 - 07954.

Event description:
It was reported a patient underwent primary left total hip arthroplasty. Patient underwent I&d due to infection and subsequently underwent a two-stage revision approximately 1 month post operatively.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI (B)(4). Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed with no deviations found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary left total hip arthroplasty. Patient underwent I&d due to infection. Patient underwent a two-stage revision due to infection. Patient reimplanted with permanent devices.